Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump's insulin cartridge did not emit a low cartridge warning before the cartridge was completely empty. During troubleshooting, a low cartridge warning was not found in the pump history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to be unaware of the empty cartridge, which may lead to an under delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history revealed that the last low cartridge reading recorded was 9 days prior to the event date. During testing, the pump powered on properly and was exercised for 24 hours with no errors, alarms, or warnings observed. A low cartridge warning was induced on the pump and was emitted successfully with the appropriate audible tones and visible message on the display screen. The alarm history correctly recorded the low cartridge warning. The complaint was not duplicated, and no defect was found.